Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information from the field indicated that the caused was undetermined and this patient was referred to electrophysiology (ep). Another additional information was received which indicated that this rv lead was surgically abandoned. No additional adverse patient effects were reported.